Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had pocket discomfort. There were no known factors that contributed to the issue. A pocket revision occurred today (B)(6) 2019) and it was reported that the issue was resolved at the time of the report. It was unknown when the event occurred. No further complications were reported/anticipated.